Event description:
It was reported that two months after catheter placement, a nurse found sand holes with the catheter under transparent dressing near the insertion site, about the 36 cm mark. Fluid leaks occurred.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown.one 4 fr groshong nxt catheter was returned for investigation. The catheter was assembled with the two-piece connector. The catheter length extended 5 cm up to the 35 cm depth marker.the catheter appeared to have been trimmed at the distal end of the returned segment. Dried blood residue was present on the catheter surfaces and within the device. One video of a 4 fr sl groshong nxt catheter was also provided for evaluation. The video showed the catheter being infused and a drop of a clear liquid could be seen forming about 4 cm distal to the strain relief and about 1 cm proximal to the entry site of catheter. The catheter shown in the video appears to correspond to the returned physical sample. The catheter was flushed with water using a 12 ml syringe and was patent to infusion. Additional pressurization and manipulation of the catheter revealed a leak near the 36 cm depth marker. The wall thickness of the catheter was measured at the 35 cm depth marker and was found to be within manufacturing specification. The shape of the split indicated the split may have been initiated by damage caused by a sharp instrument. Since damage on the catheter was observed to be the source of the leak, the complaint is confirmed. The product instructions for use (IFU) precautions state, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps."

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reby0476 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that two months after catheter placement, a nurse found sand holes with the catheter under transparent dressing near the insertion site, about the 36 cm mark. Fluid leaks occurred.